Manufacturer narrative:
(B)(4).

Event description:
There were 11 confirmed motor stalls/recoveries noted in the event logs since (B)(6), 2011 (date the pump was implanted). Reference MFR report #3004209178-2011-00838 for related issue regarding the patient's previous pump. The patient had a vagal nerve stimulation system and a magnet was used for this system. It was believed the magnet was coming into contact with the pump. The pump contained lioresal. There was no therapy or medical problem, but the patient was admitted to the emergency room. The plan was to monitor the patient to rule out the vagal stimulation system issue.